Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was approximately 600 mg/dl and the cause was not known. A large level of ketones was present. Insulin injections were administered to address bg. The customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). The customer was treated with intravenous insulin/fluids. Bg/dka were resolved. The pump supplies were changed on (B)(6) 2018. No issues were identified with the cartridge, infusion set tubing or cannula. Bg stabilized to 175 mg/dl while receiving insulin solely from the pump. Tandem technical support assisted the contact with performing a pump system check using the current supplies. No device issues were identified. Upon follow up, the customer was discharged on (B)(6) 2018. Bg has been stable since discharge with no pump issues.